Manufacturer narrative:
Additional information: device evaluation: lens returned dry in a microcentrifuge vial with clear surgical residue on product. Visual inspection found haptic tear and residue on lens. (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is manufactured in (B)(4) but not marketed in the u.s. (B)(4). Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.0mm ticm120v4 implantable collamer lens, -13.50/+4.00/110 (sphere/cylinder/axis), in the patient's right eye (od), on (B)(6) 2009. The lens was explanted on (B)(6) 2019 due to lens rotation not associated to a low vault. The lens was exchanged for a different model/longer lens and the problem was resolved.